Manufacturer narrative:
1. DHR/bhr review lot#4109451. 1the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was 198,000 ea. 2review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3review the production records with no nonconformance, deviation or rework activities. The plant has launched CAPA to investigate the leakage at the septum, CAPA# 10442601. 2. No defective samples and photos have been received for the complaint. 3. As the plant received similar complaints from other batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found in the production process. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause, CAPA# 10442601.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at septum. (B)(6) 2024 after the patient was given a venipuncture, blood oozed out of the indwelling syringe to the outside of the blocking port after the needle core was withdrawn, which was wiped with an iodophor swab, and there was no extravasation of fluids when the anesthetic drug was pushed in, and there were no adverse effects on the patient for the time being.